Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion and unusual capture management trends. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6947 implantable tachy lead, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device met less than 80% of expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was noted that the device met 42% of expected longevity, with battery at 94% on the depletion curve, equaling 45% projected longevity.